Event description:
Customer reported that while processing on osp the instrument has been reporting high values in the blank well. The service engineer replaced parts and verified proper operation. No death or serious injury was associated with this incident.